Event description:
A third-party service agent contacted physio-control to report that when their customer's device was used with hard paddles, it could not be used to provide therapy. The customer returned the hard paddles to the third-party service agent for evaluation, and kept the device in use, as the problem was reportedly caused by the hard paddles. Upon initial evaluated, the third-party service agent observed that the connector of the hard paddles had a broken pin, and the shock button on the hard paddles was unresponsive. In this state, the device would not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's hard paddles and verified the reported issue. It was observed that a pin had broken from the connector of the hard paddles assembly, causing the shock button to be unresponsive. Section of the initial medwatch report should indicate: the device was not returned to physio-control. A third-party service agent evaluated the customer's hard paddles and verified the reported issue. The cause of the reported issue was determined to be due to a broken connector pin (pin #8, charge switch) in the connector of the hard paddles assembly, causing the charge button to be unresponsive.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's hard paddles and verified the reported issue. It was observed that a pin had broken from the connector of the hard paddles assembly, causing the shock button to be unresponsive. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device was used with hard paddles, it could not be used to provide therapy. The customer returned the hard paddles to the third-party service agent for evaluation, and kept the device in use, as the problem was reportedly caused by the hard paddles. Upon initial evaluated, the third-party service agent observed that the connector of the hard paddles had a broken pin, and the shock button on the hard paddles was unresponsive. In this state, the device would not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.